Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# nlh061018n. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed a new battery pack because their battery pack is no good and will not charge anymore. Patient services (ps) assisted patient with resetting the controller and controller message is, controller battery is low, charge the controller. Ps asked patient to plug controller in the outlet and patient said there is no power on the controller without the battery pack, and no green light flashing on the controller. Patient stated the ac power supply cord has a green light. Ps asked patient to inspect the port on controller and ac power supply cord and inside controller and patient said there is no damage. Ps asked patient inspect the recharger (rtm) for damage or if the rtm gets hot and patient said there is no damage or hot on the rtm. Ps asked patient to try aa batteries in the controller to determine if its the battery pack issue or controller issue and patient said she did not have aa but she will get some and call ps back for assistance. No symptoms were reported. Additional information received from the patient. It was reported that the patient called back and verified their controller did work with aa batteries. The battery pack would not charge; they verified that the controller did not charge when plugged into the ac power supply. A replacement device was requested.